Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the prominent nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to nail protruding into knee. The im nail was replaced with a 10mm x 400mm standard im nail per the sign technique manual.